Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, right ventricular (rv) lead noise resulting in oversensing was observed. Rv lead damage was suspected; however, x-ray examination showed no visual defects. The noise could not be reproduced with provocative testing. No intervention was performed at this time, the patient will continue to be monitored. The patient was stable with no adverse consequences.